Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms when the lead was connected to the device header. Pacing impedance measurements were observed to be stable and within normal limits when the lead was tested on a pacing system analyzer (psa). It was noted that a suture needle had been placed through the lead at the time the lead was tied down. The lead was attempted, but not implanted. Due to difficult patient anatomy, a new lv lead was not implanted and the lv port of the device header was plugged. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.